Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the probe was not able to cut initially and later it was not able to aspirate during procedure. The procedure was completed after replacing the product with another one. There was no patient harm. The product sample is available. No additional information is expected.

Manufacturer narrative:
Additional information provided. Two opened probes were received with tip protectors in a zip top bag along with other items for the report of cutting failure and aspiration failure. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The complaint samples were visually inspected. Sample 1 was found non-conforming with the return stroke tubing occluded and sample 2 was found conforming. Cut testing was performed and found non-conforming. Actuation testing was performed and found non-conforming. Aspiration testing was performed and found non-conforming. Aspiration (bias-closed) testing was performed and found non-conforming. The probe was disassembled and the components inspected. There is approximately 120 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks and gouge marks were observed at the bend area, the cutting edge, and several areas along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path to remove the blockage. The sample was retested with a syringe and no resistance was felt. The sample was retested for actuation and aspiration with the probe driver and both tests were found conforming. The initial actuation and aspiration tests failed due to foreign material present in the aspiration pathway and in the needle. Once the blockage and interference was removed, the probe then functioned properly. Inspection of the probe found the cutter in the fully shut position and the pneumatic open drive line was found to be occluded with adhesive which would prevent actuation of the probe cutter. The occlusion of the open drive line will prevent the reopening of the cutter and therefore it will remain in the fully shut position. Utilizing the vitrectomy momentary mode, one cut rate was performed on the sample. The guillotine of the probe could not be activated. This observed issue will render the device inoperable and would inhibit aspiration in the shut position. The root cause is consistent with a manufacturing error where the driveline likely became occluded during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. The complaint evaluation confirms the probe had cutting and aspiration issues. Unrelated to the reported issue, the sample evaluation results also indicated that the probe had an actuation issue. .the root cause for the cutting, aspiration and actuation issues is due to the excessive surgical use of the probe; it was used for approximately 120 minutes. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than the typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or not function at all. Excess use will also introduce a greater amount of surgical material, increasing the likelihood of blockages in the aspiration pathway or interference between the cutter and the needle. Both probes: no action has been taken. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Quality in-process controls are in place to assist in mitigating occluded tubing from occurring. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time the manufacturer internal reference number is: (B)(4).